Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experience hypoglycemia and insulin pump had software error detected alarm during rewind and load. Customer's blood glucose level was 45 mg/dl. Customer assisted with troubleshooting for low blood glucose. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states they performed a self-test and test passed. Customer states the insulin pump was bumped and had crack on center button. The insulin pump will not be returned for analysis.